Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, and system log files. During an emergency procedure, system displayed an error message "tube hot, have a break¿ and later "no xray, tube too hot¿ and no x-ray were released. The procedure was completed using an alternate system. No health consequences were reported to this event. As a safety function, a multi-stage detection and warning mechanism is activated if the tube is excessively used for fluoroscopy/ acquisitions, for which the system displays the message "tube hot, have a break" for the user. If, despite the messages, the user continues x-ray imaging, the oil temperature may increase until a limit, where a switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot". Instruction for use provide adequate information about what if the tube hot message is displayed on the system. Message: tube hot, have a break. Have a break, if possible. You can continue fluoroscopy but use a dose saving fluoro mode, if possible. Message ¿no xray: tube too hot¿. The x-ray tube has run too hot by excessive fluoroscopy/acquisitions or by a defect in the cooling system. Check the cooling system. If you cannot rectify the fault immediately: terminate the current examination and contact siemens service. An onsite cse (customer service engineer) intervention showed that the issue was caused by the defective cooling unit pcb (printed circuit board). The tube cooling was impacted due to fault in the cooling unit pcb. Cse repaired the pcb onsite, and the issue was fixed. The system worked as intended again. The relevant root cause for the non-conformity was issue with the cooling unit pcb. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Based on the information provided, siemens has become aware of information that reasonably suggests that a marketed device may have caused or contributed to a death or serious injury, or a device has malfunctioned and this device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This event meets the FDA 21 cfr part 803 criteria for medical device reporting.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, the x-ray functionality was blocked. The patient was relocated to complete the procedure on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.